Manufacturer narrative:
(B)(4). Since the device is unavailable for analysis and the device is fabricated per physician's prescription (rx) only, the root cause of the event is undeterminable. The device complaint or problem cannot be confirmed. It is unknown if any modifications were performed on the device by the provider or patient. The precautions in the instructions for use (IFU-012556_5) state "regular dental follow-ups are recommended to review any side effects, and to avoid device breakage" additional information was requested from the reporter regarding the event, should additional information be received relevant to the complaint a supplemental report will be filed. Manufactures internal reference number: (B)(4).

Event description:
The doctor called in and reported the appliance broke on the buccal side, posterior portion of the device and a metal buttons has broken off the device.